Manufacturer narrative:
As no sample has been returned for evaluation, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the third complaint for the reported issue associated with the provided lot number. As no sample was returned and the device history record review of the provided lot number indicates that the product was released according acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a dull knife was experienced during surgery. There was no harm to the patient. Additional information has been requested.